Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and seroma. Visual analysis: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, solid nodule of 22 mm in the lower quadrants, periprosthetic fluid which could indicate a rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.